Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Following use of the diamondback coronary orbital atherectomy device (oad), balloon angioplasty was performed and a stent was placed. Following stent placement, a perforation resulting in cardiac tamponade was observed. Optical coherence tomography imaging showed that the crown of the oad had dissected the media of the vessel at a bend in the lad. Pericardiocentesis was performed to resolve the tamponade, and the patient was stable following completion of the procedure.